Event description:
Caller reported a malfunction on the pump, with malfunction code 12, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Tandem technical support resolved the issue by sending a replacement pump. The caller would continue using the current pump while waiting for the replacement.